Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient died from a heart attack after leaving the hospital from back surgery. The patient needed a kidney transplant but it is unknown if the patient was using the pod at the time of death.